Event description:
On separate occasions, the chemo look bag spike (ICU medical) was connected to normal saline IV bag. Busulfan was then added to the bag through the chemolock bag spike in undiluted form. When the rn primed the tubing with ns and hung the drug as an IV secondary infusion, a precipitate was noted in the drip chamber as the drug began to infuse. Following this event, pharmacy changed their practice to inject the drug through the port into the bag instead of through the chemo lock bag spike. We no longer experienced precipitation with this practice. Following these events we contacted the MFR and their report concluded: the complaint of crystalized precipitated drug was unable to be confirmed. The ICU medical devices included all performed without leakage. Exposure to busulfan can result in weakening of the plastic component which may lead to the product problem we experienced. This info is not readily available in the product info and in our opinion should be.